Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening and weight to the spec. A microscopic analysis was performed which identify striated opening in the anterior. Based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" against left device. The device has been explanted and replaced.